Event description:
It was reported that the pt went to have a percutaneous nerve valuation. The pt became very dizzy and passed out once the lead was in place. She was semi-coherent. The healthcare provider tried repeatedly to wake her up. She would come around a little bit but then go right back out. The paramedics were called. She was taken to the hosp but they could not find anything wrong with her. She was admitted to the hosp due to her complaints of everything hurting: headache, arms and back. The mdt rep checked with the pt's physician later in the day and the pt was found to be doing better. It was later reported that the cause was a panic attack. She was doing well and will be implanted with an ipg the following day. Further info is being requested from hcp.

Manufacturer narrative:
.